Event description:
Reported by the complaint as follows. Pt was admitted for an open incisional hernia repair. Post operatively his respiratory function deteriorated and he required ventilation via tracheostomy. He has been very unwell: anemic requiring a blood transfusion, septic, poor nutritional state, and very poor chest requiring antibiotics which have caused him to have profuse diarrhea. His condition improved slightly 2 days ago allowing him to undergo a slow respiratory wean from the ventilator, and sit out for short periods in a chair. However, today his condition has deteriorated again. Since the onset of diarrhea flexi-seal has been used to manage it successfully. The faecal matter has thickened a little but was still draining well. Today (2007), nurse noticed that the pt had developed a grade 3 pressure ulcer to his perianal area. It measure 3" long and is 1.5 inches wide. It extends along his perianal area from his anal sphincter to his testicles. Nurse is concerned that as the pt has swabbed positive for msra to his perineal area the wound will soon become contaminated / infected. Tvn was called to assess the wound and confirmed it as a grade 3 pressure ulcer. She recommended acticoat absorbent silver be used to dress the wound. The flexi-seal tube has now been removed as the itu staff consider that it was responsible for causing the ulcer. Nurse said that it seems most likely that this occurred when the pt was sitting out in a chair. He said that the unit is taking this ae seriously and mentioned reporting the incident to the mhra.